Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three days post implant the right ventricular (rv) lead exhibited rising and high threshold. Dislodgement was suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.